Event description:
It was reported that during a low anterior resection procedure, it was found that some staples remained in the device after firing. A leak test was performed without problem and reinforcing suture was performed on the day of the first operation. Anastomotic leak occurred on the next day, and repeat surgery was performed with another device. The pt is recovering without a problem.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.